Event description:
The patient's notifier triggered for charge time limit reached. When running a capacitor maintenance, the device timed out or would not hold a charge over 630v.

Manufacturer narrative:
The reported field experience of extended charge time was verified in the laboratory. The cause of the extended charge time resulted from a high voltage capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.